Manufacturer narrative:
The reported event was confirmed as manufacturing related. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause of this failure mode could be "manufacturing related due to operator error/ mechanical error/ thin rubberized layer/poor stripping". The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. "Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2.applicable patients (1) patients with known allergy to silver coated catheter." The actual/suspected device was inspected.

Event description:
It was reported that the water leaked from a pinhole on the balloon and the catheter fell out on the 4th day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from a pinhole on the balloon and the catheter fell out on the 4th day of use.